Event description:
Report received from the USA regarding a bone collector in which a hair was discovered in the sterile packaging prior to opening. The alleged defect was observed during set-up. According to the report, the device was not used in surgery. There was no delay in surgery as an identical spare device was available. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation. The reported condition could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).